Manufacturer narrative:
Additional information was received on 2/12/2020. Bilateral prosthesis replacement with 300cc mentor memorygel breast implants was performed on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with unknown mentor implants experienced bilateral capsular contracture (baker grade unknown) post procedure. The patient received an official medical diagnosis for the capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-00973 for contralateral prosthesis report.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on february 27, 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The identity of the impacted product was revealed with receipt of the device. The impacted product was a 350cc mentor memorygel breast implant. Section d has been updated with all newly applicable information. G5 (PMA/ 510(k)) and h4 has also been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 20, 2020. The implant date was clarified to be (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 15, 2020. Device evaluation summary: a manufacturing record evaluation (mre) was performed for the finished device number 5624687, and no non-conformances related to the reported complaint were identified. During visual inspection, an area of shell abrasion was observed on the posterior view. Within the shell abrasion area, a tear measuring approximately 3.0 cm was observed. The evaluation determined that the rupture is consistent with a shell abrasion rupture. Shell abrasion is defined as a material separation occurring in the smooth layer and can eventually progress through the shell of smooth devices. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).